Event description:
When the cypher was removed from the package, while flushing the device, the physician found the proximal strut of the cypher stent to be flared. The pt was a female. The target lesion was the left circumflex (lcx). The lesion was a de novo, slightly calcified and slightly tortuous. There was 99% stenosis present. There was no damage noted to the packaging. During prep, while flushing the device, it was noted that the proximal strut was flared. No pressure was applied to the balloon during prep. Therefore, another cypher of the same size was used and the procedure was successfully finished. There was no patient injury reported. The product was not clinically used and will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product.